Event description:
Boston scientific crm received information that, upon interrogation of this cardiac resynchronization therapy defibrillator (crt-d), a shorted condition fault code was displayed following a high energy shock. The right ventricular (rv) pacing impedance measurements were less than 200 ohms. The shock impedance measurements were 39 ohms. It was noted that there was also noise on the rv channel. The patient did experience syncope due to pacing inhibition. The patient's daughter reported that the patient fell and knocked his teeth out. She stated that he passed out. Technical services (ts) recommended explanting the lead and the device due to the shorted condition. Ts discussed the possibility of a lead fracture or insulation issue affecting the pace\sense portion of the lead. Ts also discussed programming options to mitigate the issue until a revision procedure could be performed. A revision procedure was performed and a clavicular crush appeared to have occurred. The physician was uncomfortable with how the right atrial (ra) terminal pin was entering the header port due to blood visible in the header. The physician decided to replace the device as a result.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no irregularities. The device was x-rayed and the plasma fuse was found to be open. Testing was performed which verified that the device was able to pace on the rv and lv channels while at eol. A review of the memory dump found that the device had a high voltage system fault - shock lead. Eol was triggered due to the plasma fuse being opened as a result of the shorting of the leads. It appears that a clavicular crush caused the leads to short which caused the device to have a shorted lead event which resulted in the plasma fuse to open.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.